Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported the computer freezes during ablation. Suspension of the laser during a surgery was noted. Additional information has been requested.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. Communication with company representative noted that software of the excimer laser freezes during treatment with a "blue screen". It seemed to be a windows problem. The power supply of the eye tracker board was obviously not affected. A new treatment could not be started because there will be an error message. According to the security concept, the security-relevant functions of the device (e.g. Scanner, laser head, eye tracker, etc....) Are controlled by the firmware and are guaranteed independently of the windows operating system. Therefore, the firmware did not communicate with the computer during the treatment when the foot switch was released. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. No reports are available due to computer stopped working during ablation. Reports were not able to be saved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).